Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the medication was not available. The technical support specialist instructed user on how to do a cycle count. The serial number, UDI and manufactures details kept blank since the given asset information found to be generic medbank. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis medbank medication was not available when user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.